Event description:
It was reported the pt turned the system off and was unable to turn the ipg back on, or establish communication with the charger. The sjm rep met with the pt and confirmed the issue. F/u identified the physician replaced the ipg. It was reported the pt was well postoperative, and the issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.